Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Operative report and death summary have been provided. However, no cause of death is identified. The death summary does conclude with the following narrative: "on the (B)(6) he became increasingly short of breath with distended abdomen. X-ray of abdomen has failed to reveal any perforation. His lactate and acidosis got worse. Patient remained in atrial fibrillation of heart rate of 130, blood pressure of 102/50mm hg and cvp of 15, was cold peripherally, but well orientated on gcs of 15. He was thought to be volume overloaded and his po2 ranged 10-14 with normal pc)2. Unfortunately on the (B)(6) the same day... He arrested with a systole, he was intubated and ventilated at that time and failed to recover his rate and rhythm with CPR, and organ heart massage has been carried out and thought to be patient has tamponaded. Despite evacuation of the tamponade, which was 400ml of fluid, the patient's rate and rhythm has not recovered. He developed ventricular fibrillation and he has been shocked a few times... Patient was announced dead."

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. Cause of death has not been provided. It is unknown if the device was explanted or if an autopsy was done. A device history record review is in progress.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired after an implant duration of 8 days (0.27 months) due to unknown reasons. Cause of death has not been provided. It is unknown if the death was device related.

Event description:
On (B)(6) 2011, a response was received from the health care provider which indicated that the device did not cause or contribute to the patient's death. His letter stated that "the surgery was entirely uneventful and his immediate peri-operative recovery in the itu was satisfactory." Per the operative reported performed at the end of procedure confirmed the valve to be seated well and functioning satisfactorily." No cause of death identified.